Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified (damaged usb pins).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with approximately 150 units of insulin during the load sequence. There was no adverse impact to blood glucose. Customer continued to use the pump for insulin therapy until replacement arrived.